Event description:
It was reported that the healing collar didn't engage to the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Hc453 - dental: functional: disengaged, does not seat.

Manufacturer narrative:
One (1) heal collar 4.5x5.5, 3mm (hc453) was returned for investigation. Visual evaluation of the as returned product identified the healing collar with signs of use. The reported item hc345 does not match the actual product returned. During measurements using caliper 05593632, due june 07, 2023, the healing collar was identified as hc453. Functional testing with an in-house implant to recreate the reported event; verified no malfunction. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported device was located on a tooth site (universal). The length of the device usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hc453) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. September post market trending was reviewed and there were no actionable events or corrective actions for the reported events. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur, and the reported events are non-verifiable, with the information provided.

Event description:
No further event information available at the time of this report.